Manufacturer narrative:
Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. The device is currently pending return to pentax medical service facility for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax endoscope scope model eg29-i10. In the event reported, the user stated there was no video image. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Evaluation summary: the cause of the blackout could not be identified because repair information could not be obtained. Possible causes include disconnection of the ccd cable, ccd failure, and driver board failure.